Event description:
It was reported that during a lobectomy procedure, the cartridge came off while the device was approached to the right inferior lobe at the first firing. The staples were malformed and the patient lost 1300c of blood . Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information antocipated, but unavailable at this time.